Event description:
Pt had a teflon implant inserted in 1986. The prosthesis was inserted into the right temporomandibular joint. Pt developed pain on opening and closing of jaw during last several months. CT scan reveals considerable area of degeneration of the mandibular condyle and bone reaction of the temporal bone.